Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 158 mg/dl at the time of the event. The infusion set had been used for one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.